Event description:
The surgeon attempted to implant a plate collamer lens model cc4204bf and the lens tore prior to insertion. The reporter stated the cause of the lens damage was unknown. The lens was not implanted and there was no patient contact or injury.